Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that had poor sensing and an atrial lead that had intermittent loss of capture. The leads were replaced on (B)(6) 2020. After connecting the new leads to the pacemaker, the pacemaker still could not work correctly. The physician suspected that the pacemaker was at fault for the aforementioned problems. The pacemaker was explanted and replaced. Interrogation showed normal parameters. The patient was stable. Related manufacturer reference number: 2017865-2020-09719, related manufacturer reference number: 2017865-2020-09720.